Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 539 mg/dl at the time of the incident. Customer experienced hyperglycemia, and it was treated with a manual injection. Customer noted the no delivery caused the rise in blood glucose, but declined troubleshooting. No further information was available. Nothing was returned or shipped.